Event description:
The neurostimulator and extension were returned to the MFR. The hcp reported extension breakage. Additional info has been requested by medtronic from the health care professional regarding the reported event. A supplemental MDR follow-up report will be sent to FDA if additional info is recieved.

Manufacturer narrative:
Analysis results were not available on the date of this report. A follow up report will be sent when analysis is complete.